Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.